Event description:
Malfunction: air leak. The surgeon reported a bubble in the eye during surgery; the surgeon stated, the bubble came from the vitrectomy probe. The procedure was completed and no pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).